Event description:
The customer reported via phone call that they were running, slipped, fell onto gravel and subsequently scratched the screen of the insulin pump slightly. The customer's infusion set was also cut during the fall. The customer experienced high blood glucose levels of over 600 mg/dl due to an insulin leak. However, the customer stated that everything was fine after changing the infusion set. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer also confirmed that the insulin pump's screen was visible and that the insulin pump was not damaged. The customer was advised to call back if there were further issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.